Manufacturer narrative:
This event was determined to be not reportable, however an initial report was submitted in error.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported v60 ventilator the fan is not working and the unit is logging code 1125. The device was in clinical use, but no patient harm was reported.